Event description:
Procedure: hysterectomy. According to the rptr: after loading the cartridge, the jaw was closed then inserted into the trocar. However, when trying to fire at the left adnexa, the staples did not form properly. Electro coagulation was used to stop bleeding. The surgery was extended more than 1 hour.

Manufacturer narrative:
(B)(4).